Event description:
It was reported that the patient alert triggered due to "pacing lead impedance not taken." This diagnostic reading was not available due to the patient's intrinsic heart rate at the time of measurement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.